Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with suspected undersensing during recorded episodes. Lead trend notes chronic sensing threshold measured below range. The lead remains in use. No patient complications have been reported as a result of this event.